Manufacturer narrative:
This report is being based on the visual investigation and condition of the returned sample. One catheter was returned to vsi for evaluation. The distal tip of the catheter was severely damaged and a small piece of the tungsten was missing, exposing the ptfe inner layer. The missing piece of the catheter tip was not returned with the product. The proximal end of the catheter shaft was kinked about 17mm from the hub underneath the stain relief. The damage is consistent with over torquing the catheter against resistance.

Event description:
Doctor was unsuccessful in resolving this cto and will be attempting again in two months time. Could not progress through a retrograde approach and then proceeded with an antegrade approach. Could not penetrate the proximal cap. The turnpike gold was bent at a 45 degree angle with a wire stuck in it. The wire and turnpike had to be removed through the sheath together. Dr. Was attempting to navigate through the proximal cap of a mid. Circ. Lesion, 9 different wires were used, and 5 various turnpikes were also used. The tips of the lp and spiral catheters were deformed and had difficulty removing the wire. This report is associated to medwatch 2134812-2018-00023.